Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated magnesium result while using the clinical chemistry magnesium assay on the architect c4000 analyzer. The customer provided the following result data: (B)(6): (B)(6) 2018. Initial result 6.3 mg/dl, retests 4.3, 1.9 and 1.9 mg/dl. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
The abbott field service representative (fsr) replaced the cuvette wash nozzles, cuvette drying tip and the mixer to address the issue. An instrument service history review revealed no additional erratic or discrepant results were reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.